Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was heating up after a functional test during testing. There was no delay in the procedure. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the handpiece reproduced noisy motor. Housing and motor assembly found to be corroded with the motor bedded inside the housing. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative that there was no procedure being performed, no patient involvement and no back-up device required. The heating took roughly a minute to occur.